Manufacturer narrative:
The UDI, manufacturing date and expiry date of the impella device is not available at this time. Should the device information be received, a supplemental MDR will be filed the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
A complainant reported that a patient was admitted for a high-risk three vessel coronary artery bypass graft. It was reported that the patient had several sustained runs of ventricle tachycardia during procedure that required defibrillation. After completion of the procedure patient did not tolerate coming off bypass and decision was made to place an impella ld. It was later reported that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.